Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the helix exceeded specification the number of turns to extend and retract. The helix of the lead was extrinsically bent. The analyst noted the helix did not extend due to driveshaft lug being stuck on the retraction stop.there was also found the helix bent inside the sleevehead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, while attempting to fixate the right ventricular (rv) lead, the helix would not extend. The lead was never implanted and was replaced with a new lead. No patient complications have been reported as a result of this event.